Event description:
On july 13, 2010, the lay user/patient contacted lifescan to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. After the use of the meter, the patient took her usual dose of 40 units humulin insulin. Afterwards, the patient experienced the symptoms of being numb and shaking. The patient did not seek any medical attention or treatment. The issue was not resolved with troubleshooting, as the patient did not know when the meter's battery had last been replaced, and she had no test strips available. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.